Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump which resulted in the pump shutting down. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.